Manufacturer narrative:
Analysis found that the allegation of overheating cannot be confirmed because it is not possible to do the heat test, since the motor is jammed and does not rotate. The motor failed, stalled and was stuck in the housing. The device is extremely corroded and calcified internally. The housing, motor-cable assembly, bearings, seal, end cup screws, retaining rings and o-ring need to be replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the device overheated and that the irrigation did not function properly during use. There was no known patient impact reported.